Event description:
Pt reports hardening of implant (much prior to 1990), scarring, pain and limited movement on left side of body with swelling, pulsating pains in left pectoralis area, burning sensation, cramps, disorientation, tendency to fall, severe headaches, itching on back of head, loss of perception, anxiety, dry nose, forgetfulness, shortness of breath, breast tightness, sudden rashes, choking on saliva and drooling, arthritis, urinary incontinence, itching in inner channels of ear, itching of fingertips and burning sensation in thighs. Date of implant: 9/23/71.